Event description:
A hospital in (B)(6) reported that the circuit connection of three rt241 breathing circuits were deformed and the pins were twisted. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the heater wire pins of the returned complaint device were visually inspected and tested to see if they could be connected to a heater wire adaptor. Results: the heater wire pins of the expiratory limb were bent, therefore full insertion of the heater wire adaptor was not possible. We also observed that the moulded plug which houses the pins was damaged. A lot check revealed no other similar complaints for this lot number. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. In this case, though, the damage to the moulded plug indicates that there was an attempt to force an incorrectly orientated heater wire adaptor into the plug. (B)(4).

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint device from the hospital. We will provide a follow up report upon receipt of the complaint device and completion of our investigation.

Event description:
A hospital in (B)(6) reported that the circuit connections of three rt241 breathing circuits were deformed and the pins were twisted. This was found prior to patient use.